Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The onset of peritonitis occurred while the patient was hospitalized for unrelated medical conditions. The patient's hospitalization was extended. Treatment information was not reported. The patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Twenty five days prior to the patient's death, and one day prior to experiencing the peritonitis, the patient (pt) experienced a stroke. On the same day, the pt was hospitalized for the stroke. Treatment for the stroke was unknown. The pt acquired the peritonitis while in the hospital for the stroke. One week later, the pt was discharged from the hospital. On an unreported date, the patient experienced weakness. One week later, the patient was hospitalized for the weakness. Treatment was unknown. On an unknown date in the same month, the patient was placed in hospice. Subsequently, the patient died. It was unknown if the patient was in hospital at the time of death. The cause of death was unknown. On an unknown date in within the same month, the pt discontinued peritoneal dialysis (pd) therapy. The patient was not on dianeal therapy at the time of death. An autopsy was not performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13a07073 and h11j24049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12j11027 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).